Event description:
Per the clinic, the patient experienced poor performance with device use and a subsequent reduction in clinical benefit, resulting in the decision to explant. The device was explanted on (B)(6) 2019, and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on may 30, 2019.